Manufacturer narrative:
Initial reporter telephone number (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd plastipak¿ syringe 2 different syringes solution leaked from barrel past the plunger. The following information was provided by the initial reporter: "solution leaking through from barrel past the plunger on 2 different syringes" the customer replied there was no visible damage to the barrel. The sample is also not available to be sent in.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2110020, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that while using bd plastipak¿ syringe 2 different syringes solution leaked from barrel past the plunger. The following information was provided by the initial reporter: "solution leaking through from barrel past the plunger on 2 different syringes." The customer replied there was no visible damage to the barrel. The sample is also not available to be sent in.